Event description:
Zofran piggyback IV started at 1915. When the pt called for nurse at 2215 related to still nauseated, the nurse found the floor was wet under the pt's bed and in the area in front of the IV pole. Nurse noted the IV piggyback and primary solutions dripping from tubing adaptor site. All tubings were changed and solutions changed and zofran was rehung.